Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they "must have broken inside of them" and it might be disconnected because it was not working. They said they will probably request for a new one to be implanted. They were warm transferred to patient services where they reported the device was not helping their symptoms at all. Patient said they did something stupid and made them bleed so they had to go to the doctor. Patient services reviewed possibility of depleted ins. The patient was redirected to their healthcare provider to further address the issue.